Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a proximal left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with an unspecified 2.5 x 12 mm non-compliant balloon dilatation catheter (bdc) at 12 and 14 atmospheres (atms). Then, a 3.0 x 33 mm xience prime stent was implanted at 12 atms followed by post-dilatation with an unspecified 3.0 x 15 mm non-compliant bdc at 14 and 16 atms. A distal-edge dissection was then noted, which was treated with a 3.0 x 18 mm xience prime stent. There was no adverse patient sequela reported. No additional information was provided.